Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found two devices. One device has an intact inserter, and the other device shows one prong of the distal tip of the inserter is bent, and the other is missing. One undated photo was provided for review and confirms the reported breakage. The photo shows one side of the inserter tip broken and the other side was bent. The procedure was completed using the same device. Based on the limited information provided we are currently unable to rule out a user vs procedural error, which does not represent a device malfunction. Per the customer feed back form, the patient was not harmed. Since no patient harm was reported, no further clinical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopic hip repair, the metal inserter distal tip had broken off during deployment of the twinfix suture anchor within the patient. The procedure was completed using the same device. It is unknown if there was a delay. No other complications were reported.

Event description:
It was reported that, during an arthroscopic hip repair, the metal inserter distal tip had broken off during deployment of the twinfix suture anchor within the patient. The piece was retrieved with grasper. The procedure was completed without significant delay using the same device. No other complications were reported.